Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented experiencing device pocket discomfort. The implantable cardioverter was explanted and replaced due to elective replacement indication. The patient was in stable condition afterwards.

Manufacturer narrative:
Analysis was normal. No anomalies were found.